Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the device caused a burn in the pt's nasal region during an endoscopic nasal procedure for transphenoidal resection of a cordoma. The doctor reported that the pt's burn is healing. Integra has requested in writing more clinical info from the user facility.